Event description:
The lay user / patient called lifescan (lfs) in 12/2005 and alleged that the meter was displaying a flashing "12:00" . The medical affairs specialist spoke to the patient's mother in 2005 and obtained/verified the following information. The patient reported that the power issue was causing the time to flash on the display. The patient stated that the power issue occurred intermittently. Approximately one week ago, the patient tested her blood glucose in the evening and obtained a result of 140 mg/dl. She took her set amount of amaryl (1 pill) before bed. The following morning, her family member found her incoherent. The paramedics were called and they obtained a result of 34mg/dl on their meter. She was taken to the hospital and her blood glucose was 36mg/dl. She was treated with IV glucose and was admitted for hypoglycemia. The power issue was resolved while troubleshooting with the lfs customer service representative. The patient is requesting a replacement meter, and she is not comfortable with the meter. A replacement meter has been sent. Although the patient experienced a hypoglycemic event, the patient did not test prior to experiencing any symptoms.